Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after using, there are metal burrs on the instrument which could possibly injure users.